Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, while attempting to advance a pod coil out of its introducer sheath and into the hub of the microcatheter, the physician experienced resistance and the pod coil would not advance from its initial position. Therefore, the pod coil was removed. The physician then checked the pod coil on the back table and noticed that it was stuck inside its introducer sheath. The procedure was completed using ten additional pod coils and the same microcatheter. There was no report of an adverse effect to the patient.